Manufacturer narrative:
The device was discarded by the site. No further analysis could be performed. H4) device manufacturing date is not known. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site damaged the insertion/removal tool. There was no patient present when this issue was identified.